Event description:
It was reported that during a da vinci si surgical procedure, a fragment from the permanent cautery spatula instrument broke and fell into the patient. The instrument fragment could not be located after searching and was not retrieved. No further information has been provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed one distal clevis ear was broken off at its base. The clevis ear on the conductor wire side is broken off, resulting in dislodgment of the yaw pulley. The broken piece was no return, but is approximately 0.285 x 0.220 in size. Additional observation not reported is the missing conductor cap. Conductor cap likely detached as a result of clevis ear breakage. Yaw pulley boss feature that mates with cap is broken off. Evidence not conclusive, but breakage is likely due to overloading the tip. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.